Event description:
Rayner intraocular lenses limited rec'd notification from a (B)(6) healthcare facility of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The event description provided to rayner indicates that the upon implantation of the iol into the eye, the healthcare professional detected a small split on the inside of the optic haptic junction.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. The healthcare facility reports that the superflex aspheric 920h iol was loaded by the scrub nurse and was depressed into the nozzle prior to being handed to the healthcare professional. The healthcare professional implanted the superflex aspheric 920h iol into the eye and upon detecting the small split on the inside of the optic haptic junction examined the iol to determine the required action. The healthcare professional concluded that the small split did not impact the visual axis and the iol was there left inside the eye. The healthcare facility has confirmed that the pt was not injured as a result of this event. The info available at this time indicates that the small split on the optic haptic junction may have occurred as a result of a loading error. Add'l lens loading training will be provided to the scrub nurse by the rayner sales specialist in order to prevent the recurrence of this issue. Our review of the production records for the superflex aspheric 920h iol batch 022e33367 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data concludes that no other incidents, of any type, have been rec'd against the superflex aspheric 920h iol batch 022e33367.